Event description:
It was reported that right ventricular lead exhibited noise and over-sensing. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).